Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant test results continued: (B)(6). (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the coronary dilatation catheters (cdc), nc trek rx instructions for use as a known patient effect. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prime referenced, is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure to treat a target lesion in the proximal right coronary artery (rca) and the proximal left anterior descending (lad) artery. During pre-dilatation of the rca using a 3.5 x 12 mm nc trek, a dissection occurred. The 3.5 x 18 mm xience alpine was implanted in the rca, treating both the target lesion and the dissection. The dissection resolved the same day. A second 3.5 x 18 mm xience alpine was implanted in the proximal lad. Post stent implantation, slow blood flow was noted in the lad and cardiac enzymes were elevated. Medications, nitroglycerin and aggrastat (a platelet inhibitor), were administered and the slow flow resolved the same day. The non-serious cardiac enzyme elevation continued one day post procedure; however, the patient was discharged to home the day of the procedure. No additional information was provided.